Event description:
It was reported that the patient had lost stimulation. Lead migration was confirmed through x-ray. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred roughly fourteen days following the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7129597/7131977.